Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture with less than 2 seconds of asystole along with high pacing threshold measurements. Lead dislodgement was presumed, however, not confirmed. The rv lead was explanted and replaced. The lead will not be returned as it was disposed by the hospital staff. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.